Event description:
Additional information was received from the healthcare provider (hcp) reporting that they were not aware of any device/therapy/patient issues and that the pump had just hit elective replacement indicator (eri).

Manufacturer narrative:
H.11.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s representative reported that the patient had a faulty pump and the pump needed to be replaced about 2 weeks after it was implanted. The caller stated that they were told the pump was defective. Per the caller, the pump was implanted 3 years ago, and they believed it was too early for replacement; however, they saw the patient¿s physician who informed them that the pump would need to be replaced. The agent reviewed the implant date with the caller. The caller was asking for physician listings in their area because their prior healthcare provider had retired. The caller stated that the patient was handicapped, in a wheelchair, had a stroke and afib, and could not travel. The agent emailed physician listings to the caller who looked at the listings and said they were too far away from them.